Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right popliteal and anterior tibial artery. After a 6fr x 70cm super sheath was placed up and over the left groin, a 2.00mm rotablator rotational atherectomy system was used per balloon angioplasty. A 3.0x220x150 (4f) sterling balloon catheter was then advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The tip is damaged. Microscopic examination of the balloon revealed a pinhole 17.9cm from the proximal markerband. Review of the sterling otw dfu indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right popliteal and anterior tibial artery. After a 6fr x 70cm super sheath was placed up and over the left groin, a 2.00mm rotablator rotational atherectomy system was used per balloon angioplasty. A 3.0 x 220 x 150 (4f) sterling¿ balloon catheter was then advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.